Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was displaying an unknown error message- fill issue. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that the alleged product issue began on the ¿(B)(6) 2015, around 23:00hrs¿. The patient stated that ¿20 minutes¿ prior to the alleged error message appearing he was experiencing symptoms of ¿looking strange, and a little bit upset¿ on (B)(6) 2015 at 23:30 he detailed that his wife treated him with some food and at 23:35 he tested on another meter (precision exceed) and obtained an alleged blood glucose result of ¿1.9mmol/l¿. The patient manages his diabetes with insulin (no adjustments). At the time of trouble shooting, the csr confirmed that after walking through a retest the issue remained unresolved. Replacement product was sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.